Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 06 was jammed, and drawer 05 had an issue opening. The customer reported that after pulling medication, drawer 06 would not close. She attempted to close it; however, the system did not allow the user to do so. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6 was jammed, drawer 5 had issue to open. A technical support specialist (tss) remotely accessed the system using the tester application and opened drawers 04, 05, 06, and 07. The user reported that drawers 04 and 07 opened without issue. When drawer 05 was tested, the application indicated success, but the user stated the drawer did not open and only produced noise. While troubleshooting drawer 05, drawers 06 and 07 were tested, and the user confirmed drawer 06 could be closed. Tss retested drawers 04 and 05, and the user confirmed drawer 05 was then able to open without issue. The user performed a cycle count from the medbank application and successfully retrieved medication from drawers 05 and 06. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.